Event description:
It was reported that there were concerns regarding the capture on this left ventricular (lv) lead due to the signals present on the electrogram. The health care professional (hcp) did not believe there was any loss of capture. (B)(6) technical services (ts) recommended following up with the electrophysiologist. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).